Manufacturer narrative:
A review of the manufacturing records for the device verified the lot met all pre-release specifications. The device remains implanted and is not available for analysis. According to the conformable gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to aneurysm enlargement, endoleak and reoperation. According to the IFU, additional considerations for patient selection include but are not limited to patient¿s anatomical suitability for endovascular repair. Key anatomic elements that may affect successful exclusion of the aneurysm include severe proximal neck angulation, short proximal aortic neck and significant thrombus and / or calcium at the arterial implantation sites, specifically the proximal aortic neck and distal iliac artery interface. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2017, a patient underwent endovascular treatment of a thoracic aortic aneurysm using a conformable gore® tag® thoracic endoprosthesis (ctag). Reportedly, a tgu454515j device was implanted. A proximal type I endoleak was observed and then it was resolved by ballooning. It was confirmed by a final angiography. The patient tolerated the initial procedure. On an unknown date after the patient was discharged from the hospital, a computed tomography angiography revealed a slight proximal type I endoleak. On an unknown date, a follow up was performed using a non-contrast computed tomography image. The proximal type I endoleak was not confirmed using a non-contrast computed tomography image. On an unknown date, a computed tomography angiography revealed an aneurysm enlargement. On (B)(6) 2021, a reintervention was performed. An additional debranch bypass, a left common carotid artery and an initial bypass procedure was performed. The tgm454510j was implanted proximally to extend the first device. The final computed tomography revealed that there was no endoleak. The patient tolerated the procedure. The physician stated that the proximal type I endoleak was expected because the proximal landing zone was short and calcified. The physician believed that it was the continuation of the proximal type I endoleak. Also, the physician thought that the non-contrast computed tomography might not be capable enough to reveal the slight proximal type I endoleak during the follow up.